Event description:
It was reported that there was a lead warning on the right ventricular lead. The lead was oversensing noise and had low impedance. The patient also complained of erratic muscle spasms around the implant site. The lead is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.